Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "rigid breast, bubble and pain". Capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Patient reported left side "rigid breast, bubble and pain". Healthcare professional reported "folds of accommodation", "accommodation folds in the left lateral steep quadrant", "small amount of laminator fluid", "presenting pain", "pressure" and "shortness of breath". The device remains implanted.

Event description:
Patient reported left side "rigid breast, bubble and pain". Healthcare professional reported "folds of accommodation", "accommodation folds in the left lateral steep quadrant", "small amount of laminator fluid", "presenting pain", "pressure" and "shortness of breath". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2., d.4., d.6., g.5., h.4., h.6., h.10. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.